Event description:
A medtronic representative reported that, while in a procedure using synergy cranial 2.2.5 software, there was an unexpected exit. The software became unresponsive, resulting in a hard shut-down. The surgeon completed the case successfully with the use of the stealthstation s7 system. There was no negative impact to the patient outcome.

Manufacturer narrative:
Patient information was not available from the site. A medtronic representative removed old software from the system, and the system did not become unresponsive in the next case. The stealthstation system cranial logs have been requested for further review.